Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device found the balloon and the catheter did not show visual defects. It was noted that the tip of the balloon had some residues from the procedure. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to two pinholes in the distal section of body of the balloon. This found failure of the balloon pinhole confirms the reported failure of the balloon leaking. It is possible that interaction with scope and other surfaces during the procedure could create friction on the balloon, causing the balloon pinholes during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a ge junction dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was inflated from 16.5mm to 18mm; however, it was noticed that the balloon was leaking. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.